Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of immunologic reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported events of autoimmune reaction: "precautions for use: no clinical data is available regarding the efficiency and tolerance of juvéderm¿ voluma¿ with lidocaine injections in patients having a history of, or currently suffering from, autoimmune disease or autoimmune deficiency or being under immunosuppressive therapy. The medical practitioner shall therefore decide on the indication on a case-by-case basis, according to the nature of the disease and its corresponding treatment, and shall also ensure the specific monitoring of these patients. In particular, it is recommended that these patients undergo a preliminary skin testing for hypersensitivity, and to refrain from injecting the product if the disease is active. Undesirable effects: rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient unspecified juvéderm¿ voluma¿. Patient developed an "immunologic response."

Manufacturer narrative:
The events of infection, abscess, stiff and lump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of infection, abscess and skin irritation: "precautions for use as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials should be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Additional information: healthcare professional reported injecting a patient with juvéderm¿ voluma¿ with lidocaine in the nasolabial and marionette. Four days later, the patient developed an infection on the right side of face with an abscess. Two days later the patient had the abscess punctured and was treated with cefadroxil. Sixteen days later, the patient was treated with prednisone and additional cefadroxil. A week later, 4 ml of pus was drained from the abscess and patient was given clindamycin. On the following day, the patient had the abscess drained again and was treated with hyaluronidase. On the following month, the patient had another drainage done and additional treatment with hyaluronidase, ceftriaxone IV and cephalexin. Patient was reviewed again the following day and had another drainage done. About a week later, the patient reported they were doing better and that the nasolabial fold on right side was normal. The marionettes on the right side was still stiff with presence of a lump. Healthcare professional noted that drainage and ceftriaxone IV were key actions. Symptoms have resolved.